Event description:
Synergy china registry. It was reported that the subject experienced constipation and stomachache. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization and on the same day index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was 40 mm long, with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 2.50 mm x 32 mm and 2.75 mm x 16 mm synergy stent systems. Post procedure, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject experienced stomachache and constipation. Both the events were treated with medication given or regimen adjusted. At the time of reporting, the constipation is considered to be not recovered/not resolved and the stomachache is considered to be recovering/resolving.

Manufacturer narrative:
B5: updated describe event or problem. B7: updated other relevant history.

Event description:
Synergy china registry. It was reported that the subject experienced constipation and stomachache. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization and on the same day index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was 40 mm long, with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 2.50 mm x 32 mm and 2.75 mm x 16 mm synergy stent systems. Post procedure, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject experienced stomachache and constipation. Both the events were treated with medication given or regimen adjusted. At the time of reporting, the constipation is considered to be not recovered/not resolved and the stomachache is considered to be recovering/resolving. It was further reported that in (B)(6) 2019, the subject presented with unstable angina and silent ischemia. At the time of the events the subject was on aspirin and ticagrelor. In (B)(6) 2020, the stomachache was considered to be recovered/resolved and in (B)(6) 2023, the constipation was also considered to be recovered/resolved.